Manufacturer narrative:
One 6f angioseal vip vascular closure device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The deployment sleeve was in rear lock position on the returned device. The arteriotomy locator and the tamper tube was not returned. No damage was observed to the clear or black heat shrink. There was blood like substance on all returned device components. No anchor or collagen was returned. The broken end of the suture was inspected under microscope and the strand geometry suggested no manual action but a break due to excessive strain. The tensioner hub was disassembled to check for anomalies and none were found. The exact cause of the event cannot be determined in absence of information such as patient vascular anatomy and user technique. Based on the available information and the returned device, it appears likely that either the patient had tortuous vasculature leading to unanticipated off axis forces on the device and suture leading to thread breakage or the user applied excessive pulling force on the device. The complaint is confirmed for suture break. However, the exact root cause cannot be determined but the event likely happened due to a combination of patient anatomy and user technique. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one similar report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the device was deployed per IFU and upon pulling back string broke. Site was observed and device deployment appeared successful. Additional manual pressure was held as a precaution. It was reported that the blood loss was less than 250 cc. It was reported that the patient condition was stable. It was reported that the procedure outcome was successful. There was no other device in use at the time of deployment.